Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a an itchy rash and bruising on her back under the lifevest. The patient's physician prescribed a muscle relaxer for the irritations. Follow-up indicated that the bruising and itchiness had improved.